Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 100% stenosed lesion in the mid left anterior descending (mlad) artery. A 2.5x18mm xience skypoint drug eluting stent (des) was advanced with resistance from the anatomy and could not reach the target lesion. The des was removed with resistance met and a non-abbott stent was implanted, successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.